Event description:
It was reported that a patient presented to the ICU after losing consciousness due to intermittent undersensing on the ventricular channel during vf. External defibrillation was used to rescue the patient. The patient is being ventilated and still unconscious. Programming changes were made, but more were recommended. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the patient passed away and that there was no allegation that the device was related to the death.